Event description:
On (B)(6) 2023 a veterinary technician reported that while using the medbond glue in veterinary procedure some of the glue splashed in her eye. The technician was swapping out glue applicator tips and inadvertently squeezed the bottle while pulling the applicator out causing some glue to fly out reaching her eye. The veterinary technician received medical attention and had no other reported issues.